Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacture number: 2032227-2014-44685.

Event description:
It was reported that the customer experienced a low blood glucose level of 41 mg/dl. Her husband assisted her by administering a glucagon shot. The customer also reported having issues with the sensor glucose and blood glucose value difference. The values were not matching. The customer declined troubleshooting.